Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device weighed 461.4 grams. The gel appeared clear. No foreign material was observed within the device or on the shell surface. The device appears intact. No anomalies were discovered. The complaint was not confirmed. However, at this point it is not possible to determine the root cause of such damage. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. Infection is a known complication associated with any surgery. The device history record (DHR) of lot number 7356727 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation team concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/01/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation on (B)(6) 2017 with mentor memoryshape breast implant 440cc gel breast prostheses developed left side bacterial infection and underwent explantation with replacement type and brand unknown on (B)(6) 2017. Later, the right side also became infected and that device was removed on (B)(6) 2017. This medwatch report is for the patient¿s left breast prosthesis.